Event description:
It was reported that the patient had a shocking or jolting sensation, which began about one year ago which led to the patient turning his device off. The patient's last successful telemetry was performed by the patient using the patient programmer one year ago. Subsequent information received reported that the manufacturer representative was unable to detect the patient's device, but could feel the device in him. The representative tried another clinician programmer and a different location and was still unable to detect it. An x-ray was taken and the system seemed to be intact. No interventions were taken at this time. The patient was going to discuss with the doctor about replacement or removal. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3889-28: lot# v487230, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).